Event description:
It was reported that during a pta/stenting treatment procedure, balloon withdrawal difficulties were encountered. The 90% stenotic right renal artery lesion was predilated with a 4x2 balloon and an express biliary stent was successfully deployed. When the physician attempted to remove the balloon, however it would not pass back through the stent and appeared to be "pancaked". The physician drew negative pressure several times, but was unsuccessful in removing the balloon. The guide catheter was pushed toward the proximal end of the stent while the balloon was pushed distally. The balloon was suffessfully removed without harm to the patient. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as `fine'.